Event description:
Consumer complaint of blood results reading of "hi". Customer does not require medical attention. Customers expected results are 120mg/dl-175mg/dl. Verified the strips expire on 04/30/2015 and were first opened (B)(6) 2015. Customer confirms the strips are stored in the living room. Customer ran back to back blood test 229mg/dl and 219mg/dl- not fasting. Reviewed meter memory: hi (B)(6) 2015, 05:25:00 pm; hi (B)(6) 2015, 05:23:00 pm; 213mg/dl, (B)(6) 2015, 05:16:00 pm; 167mg/dl, (B)(6) 2015, 01:16:00 pm; 198mg/dl, (B)(6) 2015, 06:15:00 pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
(B)(4). No product yet returned.